Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: customer states they have observing uneven coverage in our next-generation exome and genome sequencing data from dna samples extracted from whole blood did the specimen(s) need to be recollected? No. In most cases, we just repeated the analysis, but several cases failed multiple times.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd microtainer® map microtube for automated process with k2 edta is used to collect, anticoagulate, transport and store skin puncture blood specimens for measurement of hematology parameters. Bd does not have claims for using map tubes for dna extraction testing. Therefore any use of map tubes with dna extraction testing must be validated by the end user. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: customer states they have observing uneven coverage in our next-generation exome and genome sequencing data from dna samples extracted from whole blood did the specimen(s) need to be recollected? No. In most cases, we just repeated the analysis, but several cases failed multiple times.